Manufacturer narrative:
The customer¿s report of a leak coming from the back side of the filter from the built-in "circle area" was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Light yellow liquid was observed within the 0.2 micron filter and throughout the set. Sticky residue was also observed on the surface of the set¿s filter. No anomalies or evidence of damage were observed on the filters or the sets upon visual inspection. During functional and pressure testing, it was observed that fluid leaked out, termed; ¿weeping out¿, from the vent of the extension set¿s 0.2 micron filter. No other leaks were observed. The root cause of the leak was not identified.

Event description:
It was reported that there is leak coming from the back side of the filter from the built-in; "circle area". It was also confirmed that there was no harm to the patient as a result of this event.